Manufacturer narrative:
The blade subject to this complaint has not yet been returned for eval. Lot no. Details are not available to assist further investigation. The root cause of this event is undetermined. Handpiece: sternum saw.

Event description:
It was reported that the handpiece got caught half-way through cutting the sternum and while trying to get through the blade guard bent and the blade broke. No adverse consequences were reported and the procedure was successfully completed.